Manufacturer narrative:
Field service engineer was dispatched to customer site. Odor/smell was confirmed. A pm1 was performed and the catalytic decomp filter, oil mist filter was replaced and returned for investigation.

Manufacturer narrative:
Correction: sex is unknown, (B)(4). Correction: notification remove recall. Correction: z-1026-1027-2013 remove fa-092. Correction: asp investigation summary: the investigation included a review of the service history, trending of the product malfunction code, health hazard evaluation, system hazard and user misuse analysis, and corrective and preventative action. The service history for this unit for the past 6 months (may 19, 2012 to november 15, 2012) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from march 2012 through february 2013 and revealed a significant trend which was addressed through CAPA. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm documented or reported in clinical practice, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad 100nx system. The use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad 100nx system.

Manufacturer narrative:
Manufacture date: february 24, 2010. Asp investigation summary: the investigation included a review of the device history review, the service and complaint history, trending by product line and the system serial number, health hazard evaluation, failure mode and effect analysis and corrective action and preventive action. The DHR (device history review) for sterrad 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx has not observed any significant trend for this same issue. Trending analysis for "odor/smell" issues associated to the sterrad 100nx found the trend to go above the upper control limit. Hhe (health hazard evaluation) was reviewed for odor issues and finds the risk of injury due to mild exposure to smells and odors is low. Fmea (failure mode and effect analysis) the risk priority number scores are below 100 and considered low risk. CAPA (corrective action and preventive action) addresses and mitigates the associated risks of odor/smells on the sterrad 100nx system. After going onsite, the fse replaced the catalytic converter and the oil mist filter cartridge to resolve the customer's issue. The catalytic converter and oil mist filter were both returned and tested. Both parts were found to have no physical damage. The catalytic filter was installed into the test unit. During pumpdown, it was verified that the catalytic filter was emitting an odor. The oil mist filter was installed into the test unit. During the pumpdown, the oil mist filter did not emit an oil mist. The failure for the catalytic filter was confirmed. The issue will be tracked and trended. The root cause of the odor issue is being identified as a part of CAPA.

Event description:
A customer reported an event of odor emitting from the sterrad 100nx. There was no report of human reaction. The unit was turned off and an asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.